Manufacturer narrative:
The root cause was established and relates to device design. The cable carrier (energy chain) travels on cieling-mounted support trays during CT imager movement between its home position and imaging position in the operating room. At the fixed ends of the cable carrier, the cable carrier is retained and unable to track off the support tray; however, in the straight sections of the support tray the tolerance inherent to the design allows enough movement for the cable carrier to track off of the support tray. This can lead to the reported event where the middle of the cable carrier falls off the support tray during normal system movement and remains suspended. CT imager function was not impacted based on communications with the customer, and no scans were interrupted or repeated. Internal corrective action has been initiated to further address this issue.

Manufacturer narrative:
A field service engineer inspected the intra-operative CT system at the customer site and found no obvious signs of component malfunction, wear, or damage that may have caused or contributed to the reported event. System movement from home to scanning position was exercised multiple times during this inspection. Further investigation is in process and a follow-up report will be submitted with any updated findings.

Event description:
During a research, animal study case, the ict cable carrier linkages were discovered to have slipped off of the overhead support tray and remained suspended. This was observed by the user facility staff in between study case scans and was reported to occur during normal system movement. Scanning was reportedly not interrupted and no repeat scanning was required. The user facility staff lifted the cable carrier linkages back onto the support tray and completed the animal study case; a delay of 30 minutes was incurred during this time. After case completion the CT system was able to be moved back to the home position.